Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 hi-flow kit (kit). During the procedure, while advancing the penumbra system ace 68 reperfusion catheter (ace68) through a non-penumbra microcatheter for the first pass. The physician felt resistance, subsequently; the ace68 became ¿accordioned¿ and therefore, the ace68 was removed. The procedure was completed using a penumbra system ace 60 reperfusion catheter (ace60) and the same sheath. There was no report of an adverse effect to the patient.